Event description:
Event: unresolved type I endoleak. Event narrative: the pt was reported to have a tortuous and calcified superior neck. A final angiogram demonstrated a type I superior attachment leak that was not resolved with ballooning. The pt will be monitored by the physician.